Event description:
The patient underwent the index procedure with deployment of one endeavor sprint drug eluting stent in the lcx. The patient also had one non-mdt stent implanted. Approximately 36 months post index procedure patient expired. The cause of death is unknown. Investigator did not assess the event relatedness.

Manufacturer narrative:
Evaluation, results, conclusion: inherent risk of procedure ¿ (death). (B)(4).